Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump alarmed stuck button and unable to clear the alarm due to unresponsive buttons. Customer also reported that the insulin pump button was pressed down for 3 minutes or longer. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify button keypad anomaly due to critical pump error. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with minor scratched display window, case and keypad overlay.